Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Implant date (2021 reports) : if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date (2021 reports) : if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 model intraocular lens(iol) was implanted on patient's right eye and upon immediate microscopic evaluation, surgeon noted the lens was scratched. The lens was explanted and dcb00 model 21.5 diopter lens was implanted. There is no lens to return as it was cut in two pieces and discarded after the surgery. No further information available.